Manufacturer narrative:
Product complaint # (B)(4). Date sent: 9/24/2019. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: can you please explain how the device ¿misfired¿? Unknown. Did the device lock-out (no staples deployed and no cut line started)? Unknown. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Unknown. Or, did the device staple, but not cut the tissue? Did the device deliver any staples? If yes, were the staples that deployed into the tissue formed in the proper closed b-formation? Unknown. If the stapler did fire was the staple line complete? Unknown. Did the device cut? Unknown. If yes, was the cut line complete? Unknown. How was the leak managed? Post op drains and monitoring in hospital for 2 plus weeks. What is the current patient status? Recovered. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Yes. Please explain. Patient was in hospital for 2 plus weeks for observation and care while leak healed. Please confirm that hospitalization was extended due to difficulties with device. That is what was reported by the operating surgeon. Can any additional information be obtained about what is meant by misfired? Was not specified. How was the leak addressed intraoperatively? Another staple cartridge was used along with over sewing. What is the current patient status? Recovered.

Event description:
It was reported that during a laparoscopic bypass procedure the gst60b reload misfired and the patient developed a leak on the staple line. It was not reported how the procedure was completed. This is all the information known/available regarding this event.